Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was indicating low battery backup. It was found that the power supply and batteries on the machine where found to be defective and needs to be replaced.

Manufacturer narrative:
G3 in the previous follow-up incorrect - date should be 16-oct-2022. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power supply. The unit was then kept under observation. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) battery backup low indication was blinking. There was no patient involved.

Event description:
It was reported that during routine the cs300 intra-aortic balloon pump (iabp) unit was indicating low battery backup. It was found that the power supply and batteries on the machine where found to be defective and needs to be replaced. There was no patient involved.